Event description:
During the transaortic tavr procedure, the sapien xt valve migrated. The valve was explanted and replaced with a surgical valve. There was a smooth & hard wall/slab of calcium at the annulus and the surgeon did not think they could suture a surgical valve. She also did not think they could put a 26mm valve so they put a 23mm. The sapien xt was positioned and deployed below the coronaries. At first they thought it was ok, but then it was noted to be loose and did not remain in place. The sapien xt would not grab onto the calcium. The valve was explanted and a 21mm onyx supra-annular mechanical valve was implanted.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the valve migration was attributed to patient factors (smooth and hard wall of annular calcification). As reported, the valve could not grab onto the calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.